Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient age, sex, weight and ethnicity: patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high sodium (na) and chloride (cl) results on three (3) patient samples. The high erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves (part number c28717) to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient age, sex, weight and ethnicity: patient demographic information was not provided. Customer phone #: (B)(6).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated erroneous high sodium (na) and chloride (cl) results on three (3) patient samples. The high erroneous results were not released from the laboratory. There was no change in patient treatment in association with this event.